Event description:
Our affiliate reports that during a arthroscopic shoulder repair, a portion of the distal end of a se electrode broke off into the pt's body. This was not immediately noticed by the surgeon or staff, however, some time post opt, it was discovered, and the pt was subjected to a full open re-surgery in 2007 to retrieve the fragment from the joint space. At this point in time, the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 539 devices that were released to distribution. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.